Event description:
It was reported that a user newly connected to the ilet received a low glucose alert, became panicked, and disconnected from the pump over concern it was still delivering insulin; the caregiver treated with oral glucose and the user transitioned to backup therapy. Symptoms included dizziness and feeling faint consistent with hypoglycemia. Outcomes included transient interference with daily activities and use of backup therapy without emergency care or hospitalization. Investigation included complaint handling with user education and referral to training support. Investigation of this case revealed no device malfunction reported and user confusion regarding alert interpretation during initial acclimation. It was concluded that the event was hypoglycemia with cause unclear and that user education was provided on appropriate response to low glucose alerts and on acclimation expectations. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.